Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: swollen lymph nodes. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast augmentation with a 500cc mentor memorygel breast implants on both sides and was presented with breast implant rupture on her left side postoperatively. The patient underwent bilateral explantation and replacement with non-mentor eurosilicone implants on (B)(6) 2020. On (B)(6) 2020, mentor became aware that patient also experienced bilateral swollen lymph nodes. This report is for the patient¿s right-sided device.